Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: (B)(4). Model: sc-2218-50. Serial: (B)(4). Batch: 7100035/7099800.

Event description:
It was reported that the patient was experiencing pain at the ipg site and inadequate pain relief despite reprogramming. The patient underwent an explant procedure. The explanted devices were not returned to bsn.